Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested outside the unite and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received multiple motor error. Customer¿s blood glucose level was unknown. Customer was able to clear the alarm. Customer was unable to rewind the insulin pump. The drive support cap was normal. Insulin pump was not exposed to high magnetic field. The device will be returned for analysis.